Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that this chronic right ventricular lead and the associated implantable cardioverter defibrillator (ICD) displayed a fault code that indicated a shorted lead condition was detected during defibrillation threshold testing. The device was explanted and not used. The lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 112 millimeters (mm) from the rs- terminal pin. Blood/body fluid was noted in the lead lumen. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.